Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at 0.912 mg/day) via an implantable pump for non-malignant pain. It was reported that they expected 0ml in the reservoir and were able to aspirate 6ml. They were also only able to inject 32ml into the pump and wanted troubleshooting suggestions on completing the refill. The patient had their 40ml pump filled in (B)(6) 2025 and the refill date was (B)(6) 2026 but the healthcare provider (hcp) brought them in at 6 months to refill. The tablet showed 20ml should be in the pump but they withdrew 4.5 ml. Hcp verified they got bubbles and air so they knew the pump was empty. Technical services reviewed possible pocket fill at last refill but the company representative stated the patient had no symptoms reported. Hcp filled the pump today with 30 ml and will bring the patient back in 6 months to check the pump volume again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the cause of the two volume discrepancies and the inability to fill pump to capacity was unknown. Because the full amount could not be placed into the pump, the physician added what they could and changed the follow up date.